Event description:
It was reported that rejuvenate stem, neck, biolox head, psl shell, liner, dome hole plug, and screw were explanted due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-01676.